Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-535b-1051: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char and signs of crystal deposits on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 3,792 joules; 10:02 minutes of use, the fiber broke and error message stating "clean and inspect fiber tip" appeared. The fiber was removed and the tip was cleaned however the error message reappeared. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome "no injury" reported.